Event description:
A report was received that a patient will undergo a pocket revision due to discomfort.

Manufacturer narrative:
Additional information received indicated that the patient did not undergo a pocket revision as previously reported.

Event description:
A report was received that a patient will undergo a pocket revision due to discomfort.

Manufacturer narrative:
Additional information received stated that the patient underwent a pocket revision and is reportedly doing well.

Event description:
A report was received that a patient will undergo a pocket revision due to discomfort.